Manufacturer narrative:
Corrected data: in review, it was noticed that the following information was inadvertently not reported; therefore, the information has been captured in this supplemental MDR report. The following fields were updated accordingly: section b5: through follow up, it was indicated that the bag was intact at time of lens insertion but immediately after placement was out of position requiring explant. When the secondary lens was called for the 2nd dib00 lens was opened rather than the competitor's lens (ma60ac). The following additional code was added: section h6: 1316 - difficult to insert. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: initial reporter's first name: the complete first name was not provided. Only initial (B)(6) provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a preloaded, monofocal intraocular lens (iol) unfolded correctly. Additional information indicated that the lens failed to load properly, leading to contact with the patient's right eye without successful implantation. A vitrectomy was required. A non-johnson & johnson lens was of 21.0 diopter was used as a replacement. Balanced salt solution (bss), acclimatized to the operating room temperature was used during the procedure. The patient outcome is unknown/ not provided. The product will not be returned. No further information provided.